Manufacturer narrative:
(B)(4).

Event description:
The transmitter (serial number (B)(4)/lot number 6000876) being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing and a pairing test was performed and the tests failed; however, it is unrelated to the customer complaint. A review of the shared data log observed an error in the log. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/15/2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 03/31/2017. Complaint for an unexpected g5 mobile application shut-off was confirmed. The root cause was determined to be a structured query language error (sql), post investigation.